Manufacturer narrative:
The device identification has not been provided and the device is not available for investigation. Without the exact part number and serial number of the explanted device it is not possible to perform a review of the lot history records. A review of the risk management files was conducted and no new risks of the device were found. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided stated patient had m6-c implanted at c5/6 and c6/7 in (B)(6) 2017. The patient experienced pain and swallowing difficulties. The device at level c5/6 was removed due to suspected foreign body, granuloma in (B)(6) 2023. The device at level c6/7 remains implanted.